Manufacturer narrative:
During troubleshooting of the ccm, the srt found that the peripheral circuit board assembly (pcba) to be faulty. The srt replaced the pcba board and the ccm booted up. Release testing was performed, and the unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that during testing of the device at the service center, the central control monitor (ccm) did not boot up. There was no patient involvement.